Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The ventricular capture management trend data shows threshold stable at 1.5v until (B)(4) 2014 then increased and remained >2.5v starting (B)(4) 2014. The last good threshold measurement occurred on (B)(4) 2014. Ventricular capture management has since been reprogrammed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular lead had fracture and there was no measurable threshold or sensing. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007. (B)(4).